Event description:
Patient (d.e) reported an infection at the catheter site, caused by the catheter rubbing. The patient was given antibiotics and the infection cleared. The patient was trained on how to dress the catheter site to prevent rubbing. The patient is continuing pd therapy with no further issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).